Event description:
It was reported that during a lobectomy procedure, the doctor fired the instrument, and the knife advanced until the middle of the anvil, it was stuck and the doctors were not able to open the jaws. The tissue was trapped into the jaws. The doctor fired another stapler to take out the tissue that was stuck inside the other stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Damaged anvil. Spoke with the affiliate; she indicated that the only information provided on april (B)(4)was the product code, lot and expiration. No further information was known until (B)(4) 2012. Alert date updated. The analysis results found that one device was returned with the anvil bent upwards and with the knife slot damaged. No cartridge reload was present. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. No testing could be performed due to the returned condition of the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Please note that 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.